Manufacturer narrative:
The complaint was confirmed based on the device evaluation. Any physical impact to the navigated instrument can cause product damage or operational failure due to battery movement.

Event description:
It was reported that during a surgical procedure conducted at the user facility the tip of the device was found to be broken. No patient involvement or procedural delays were reported with the event.

Event description:
It was reported that during a surgical procedure conducted at the user facility the tip of the device was found to be broken. No patient involvement or procedural delays were reported with the event.